Event description:
It is reported that a customer experienced low blood glucose of 39 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated they had a MRI done, but had locked the pump in a magnetic proof box. The customer stated that the pump displays inaccurate readings and is in rebound mode. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Carelink history report recorded all boluses and deliveries properly. The bolus wizard functioning properly per bolus wizard sample guide in the 551/751 user guide. No delivery anomaly or history anomaly noted. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.